Event description:
The hospital reported loss of mechanical ventilation after about two hours into a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after attempts on (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu board was replaced to resolve the issue.